Event description:
A customer contacted beckman coulter rergarding an erroneously elevated acuc tni result that was generated by the access 2 instrument. The elevated accu tni result was 0.74ng/ml. The elevated accu tni result was reported out of the lab. After the elevated result was reported out of the lab, the customer questioned the elevated accu tni result and retested the pt's original sample for accu tni. The repeated accu tni result was 0.01ng/ml. The customer indicated that the physician was notified and a corrected report was sent out of the lab. The customer indicated that there has been no change to pt treatment that can be attributed to this event.